Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the device requires new pocket. A field service engineer, replaced the pocket with a new one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 4.2 pocket e4 has malfunctioned and requires maintenance. The customer stated that that they are utilizing a different machine to obtain medications for the patient. There were no adverse events or injuries reported based on this incident.